Event description:
An alarm issue was reported with the adc device. A customer reported that while using the freestyle libre 2 application, the low glucose alarm failed to alert them of changes in their glucose level. As a result, the customer experienced symptoms of a seizure, lost consciousness, and was unable to self-treat. The customer had contact with a healthcare professional who administered a glucagon injection for the diagnosis of hypoglycemia. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Investigation attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms on an ios device/fsll version 2.5.3.3088 using a known good libre 2 sensor. Investigation did not identify any issues with the freestyle librelink app. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a good known reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified.all pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported that while using the freestyle libre 2 application, the low glucose alarm failed to alert them of changes in their glucose level. As a result, the customer experienced symptoms of a seizure, lost consciousness, and was unable to self-treat. The customer had contact with a healthcare professional who administered a glucagon injection for the diagnosis of hypoglycemia. No additional information was provided. There was no report of death or permanent injury associated with this event.